Manufacturer narrative:
The sample is being sent for evaluation and additional information has been requested regarding the incident. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The nurse found the device hanging out of a (B)(6) patient's arm, still attached to the arm board and in the mattress. There was only 1/4" of the catheter material left intact. A chest x-ray was completed along with an x-ray of the arm and no fragments were noted. The child was not in any distress and no pulmonary or cardiac symptoms were evident.